Event description:
This report summarizes three malfunction events. A review of the events indicated that model rf310f vena cava filter allegedly migrated and perforated. These reports were received from various sources. Of the three events, all involved patients with no reported patient injury. One patient involved was an 18-year-old male of unknown weight. The patient age, weight, and gender for the remaining two events were not provided.

Manufacturer narrative:
H10: for the three reported events, the samples were not returned to the manufacturer for inspection/evaluation. Two of the events had no medical records returned; therefore, the two investigations are inconclusive for migration, detachment, and patient device interaction problem as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. The third event had medical records returned; therefore, the investigation is confirmed for perforation of the ivc, filter migration and limb detachment. Based upon the available information, the definitive root cause is unknown. The catalog number on one of the events was changed to "unknown filter" because the filter was allegedly implanted six months before the release of the g2 filter; therefore, it is impossible for this filter to be a g2 filter according to the alleged date of implantation. H10: g4. H11: h6(results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
For the three reported events, the samples were not returned to the manufacturer for inspection/evaluation. Two of the events had no medical records returned; therefore, the two investigations are inconclusive for migration, detachment, and patient device interaction problem as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. The third event had medical records returned; therefore, the investigation is confirmed for perforation of the ivc, filter migration and limb detachment. Based upon the available information, the definitive root cause is unknown. The catalog number on one of the events was changed to "unknown filter" because the filter was allegedly implanted six months before the release of the g2 filter; therefore, it is impossible for this filter to be a g2 filter according to the alleged date of implantation.

Event description:
This report summarizes three malfunction events. A review of the events indicated that model rf310f vena cava filter allegedly migrated and perforated. These reports were received from various sources. Of the three events, all involved patients with no reported patient injury. One patient involved was an 18-year-old male of unknown weight. The patient age, weight, and gender for the remaining two events were not provided.

Manufacturer narrative:
For the three reported events, the samples were not returned to the manufacturer for inspection/evaluation. The three lot numbers for the devices were not provided, manufacturing reviews could not be performed. Therefore, the investigation of the reported events are inconclusive. Based upon the available information, the definitive root cause for this events are unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
This report summarizes three malfunction events. A review of the events indicated that model rf310f vena cava filter allegedly migrated and perforated. These reports were received from various sources. Of the three events, all involved patients with no reported patient injury. One patient involved was an (B)(6)-year-old male of unknown weight. The patient age, weight, and gender for the remaining two events were not provided.